Event description:
The customer reported elevated troponin I (accutni) results, within the risk stratification range, for multiple pts involving unicel dxi 600 access immunoassay system. This report refers to pt number four. The elevated result was not reproducible. The elevated result was released out of the laboratory and questioned by the physician. Subsequent testing produced results within the normal reference range, amended reports were released to the physician. There has been no report of pt injury or change in pt treatment associated with this event. The field service engineer (fse) was dispatched to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(6) 2009. The fse replaced the peristaltic pump head and peri-tubing per the field corrective action. The fse successfully completed a dilution test and a 10-point precision test. The fse noted prior to completing system repair, system check had failed the wash cycle. The fse completed repair verification per established procedures. System test results conformed to the MFR's published performance specifications. Pt samples were collected in plastic bd serum tubes with gel separator. Centrifugation was performed at 3,500 rpm (rotations per min) at room temperature for five mins. Troponin I quality control (qc) was within established ranges prior to and after the event. This reportable event was identified during a retrospective review of product complaints conducted from (B)(6) 2008 through (B)(6) 2010 for add'l reportable events. This medwatch report is related to mdrs: 2128870-2011-03827, 03829, 03830, 03832, 03833, 03834, 03835, 03836.